Event description:
The customer reported that the images produced were very dark and illegible. Uninterpretable images may produce non-diagnostic quality images, possibly delay pt treatment and would be serious if it were to recur. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and reformatted the cine drive. The system operates as intended.